Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into an off-label insertion site, on (B)(6) 2026. On (B)(6) 2026 at approximately 11:30 pm, the patient was asleep when his wife noticed something was wrong and contacted emergency medical services (ems). Upon arrival, ems performed a blood glucose fingerstick (bgfs). The patient¿s estimated glucose value (egv) was 120 mg/dl, while the bg meter reading was 42 mg/dl. According to the report, the patient was described as ¿almost in a coma.¿ the patient was immediately transported to the emergency room (ER), where he remained for approximately six hours before being discharged. Information regarding the specific intervention used to reverse the hypoglycemic episode was not provided. No additional details were available, and multiple attempts to contact the reporter were unsuccessful. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.